Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter alleged the pump was randomly vibrating and the vibration does not correlate to any alarms or warnings. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the pump¿s alarm history revealed call service alarm 088 recorded. On investigation, the pump powered on with fully functioning vibratory feature. Investigation did not duplicate the alleged random vibrations not associated with alarm or warning; as noted above call service alarm 088 appeared in the alarm history.